Event description:
Footswitch does not turn it on and off. When they turn on the air, it just runs and oneyou cannot turn it off unless one turns the air off. Made the dermatome go full speed. Dr took four grafts, two good, two bad.